Event description:
Silicone implant research study participant. Pt is filing this report in regards to mentor silicone implants. Pt had them implanted in 2002 and just recently removed in 2004, due to serious symptomology. Pt symptoms began in 2003, including rashes on their body, burning eyes, nausea, frequent urinary tract infections, burning chest, feelings of death, dizziness and confusion. No one could find anything wrong with pt. Pt began their research on implants and became informed of the dangerous substance pt was carrying in their body at toxic levels. Upon removal of the implants, the symptoms are gone. Please do not deregulate these implants until it is determined at what level of silicone it is safe to implant in the human body over and above that already in human tissue. This is the problem. The density of silicone implants is too much for the human body to process. Pt had a 36c implant, on the larger size. There must be a limit on how much can be put in the body before these implants become available. Until then, these implants are dangerous and toxic and should be removed from the market. Pt has saline implants and is doing great. These have only small dosages of silicone over and above that in human tissue. It is also important to note that pt had no leak in their implants and still had symptoms.